Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide tip detachment occurred. A 300cm v-14¿ controlwire® guide wire was advanced to the target lesion however the tip broke off the wire and was left in the sub-intimal space of the patient. The physician shaped the tip of the wire and suspected that this created a fatigue on the guide wire tip, causing it to break. The procedure was completed using a different device. No patient complications were reported and patient's status is fine.